Event description:
A customer reported "erratic, intermittent operation" during a procedure. The customer indicated the intraocular scissors were not recognized by the system and manual extrusion of the oil was performed to conclude the procedure. There was no harm to the patient.

Manufacturer narrative:
The facility called a technical support specialist (tss) to assist with troubleshooting. Ths tss oriented the customer and verified that there was no problem with the system. The facility did not request service. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause of the customer reported event cannot be determined conclusively. (B)(4).